Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the replaced pcbs assembly determined that root cause for the reported problem was damage to a connector, designator j3, on the system pcb assembly that connects it to the memory pcb assembly.

Event description:
According to the report, the device locks up during boot up and displays a snowy, white screen. There was no pt involvement in this incident.